Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "on (B) (6) 2009 on right hip, pt underwent a routine primary total hip - posterolateral approach. Did well immediate post op then over time had increasing "start up" pain in the right hip. No injuries or falls noted. Pt had previous left total hip (B) (6) 2008 and is doing well. Dr noticed loosening of the femoral stem on follow up x-ray. He and the pt are in discussions if a possible hip stem revision. Stem implanted is an accolade tmzf. Pt's opposite left leg also had an accolade tmzf which is doing well.